Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed all visual, bench and functional tests with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) quit pacing while in use on a patient. The patient fainted. The epg was found to be powered off. It was turned back on, the patient "came to," and returned to normal. The epg was returned for evaluation/repair. No further patient complications were reported as a result of this event.